Event description:
It was reported that during implant, the right ventricular lead exhibited lead impedance anomaly, sensing anomaly, and capture anomalies. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
.